Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The customer declined service. No repair information available.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.